Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing revealed multiple error messages. Revision surgery is under consideration.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a migrated electrode ground ring, a slice near the electrode ground ring, and multiple extruded contact pads in the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection of the device revealed a migrated electrode ground ring, a slice near the electrode ground ring, and multiple extruded contact pads in the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection revealed a migrated electrode ground ring, a slice near the electrode ground ring, and multiple extruded contact pads in the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of intermittent lock could not be verified during this analysis. The device passed the electrical tests performed. This is the final report.